Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - unknown . There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event was determined to likely be due to misuse, by instrument being put through excessive force or bending overload, and/or not inspected for wear and disfigurement.

Event description:
It was reported that patient underwent an initial knee procedure on an unknown date. During the procedure, while flexing the knee the component fractured. There were no foreign bodies retained by the patient.